Event description:
The account alleged that there was a pt in the bed with the pt position module set. The pt was able to exit the bed without the pt position module alarming. The account was asked if there were any injuries and the account would not answer that question.

Manufacturer narrative:
The technician investigated the alleged incident and the nurse stated that one of the nurses' assistants heard the pt calling out. The nurse assistant entered the room and found the pt on the floor. Nursing assistant stated that pt saw the bathroom light on and thought her husband was in the bathroom and that is why she got up from the bed. The account stated the bed alarm was not alarming because it was not set. The technician inspected the bed ad found no issue. The technician checked bed functions and the pt position module and bed exit alarm and they functioned as designed. The account stated the pt has a broken left wrist from the alleged fall and a cast was applied on their left wrist for treatment.